Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and myocardial infarction ('mild heart attack') in a 37-year-old female patient who had essure (batch no. 023827- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, hypersensitivity, hyperlipidemia, asthma, blood pressure high, depression, adenomyosis, paratubal cyst, follicular cyst of ovary, obesity, acute sinusitis, allergic rhinitis, skin disorder, low back pain, loss of energy, wheezing, cough, chest pain, mood disorder, dermatosis, radial styloid tenosynovitis and otitis media. Concomitant products included acetylcarnitine hydrochloride (neurotin), acetylsalicylic acid (aspirin), cyclobenzaprine hydrochloride (cyclobenzaprin), estradiol, ezetimibe (zetia), furosemide (lasix), glyceryl trinitrate (nitroglycerin), hydrochlorothiazide;lisinopril (lisinopril hctz), hydrochlorothiazide;lisinopril (zestoretic), hydrochlorothiazide;losartan potassium (hyzaar), lorazepam, metoprolol, omeprazole magnesium (jamp omeprazole dr), sertraline hydrochloride (zoloft), venlafaxine and venlafaxine. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia): vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia): menorrhagia"), panic attack ("psychological or psychiatric problems condition: panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain: back pain") and arthralgia ("pain: joint pain/ pain in hip"). In 2009, the patient was found to have white blood cell count increased ("infection (other) describe: my white blood count is always elevated") and weight increased ("weight gain/ loss (specify which one): weight gain") and experienced teeth brittle ("dental issues / dental problems: brittle teeth"), tooth loss ("dental problems: teeth falling out") and fatigue ("fatigue"). In 2012, the patient experienced infectious mononucleosis ("autoimmune disorder inadequate immune status- type of disorder: mononucleosis"). In 2016, the patient experienced premature menopause ("hormonal changes describe: went thru menopause at a early age"). In 2017, the patient experienced myocardial infarction (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("irregular cycles"), insomnia ("insomnia"), depression ("depression"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), infection ("infection (other) describe: always have some type of infection in body"), mental disorder ("nervous breakdown"), abdominal pain upper ("pain: stomach") and pain in extremity ("pain: legs"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, myocardial infarction, abdominal pain, dyspareunia, menstruation irregular, insomnia, depression, anxiety, premature menopause, urinary tract infection, infection, white blood cell count increased, panic attack, mental disorder, infectious mononucleosis, teeth brittle, tooth loss, dysmenorrhoea, arthralgia, fatigue and weight increased outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the back pain, abdominal pain upper and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, infection, infectious mononucleosis, insomnia, menorrhagia, menstruation irregular, mental disorder, myocardial infarction, pain in extremity, panic attack, pelvic pain, premature menopause, teeth brittle, tooth loss, urinary tract infection, vaginal haemorrhage, weight increased and white blood cell count increased to be related to essure. The reporter commented: surgery details: oophorectomy (bilateral removal of ovaries), salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic pelvic pain, dyspareunia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: white blood cell increased. Most recent follow-up information incorporated above includes: on 13-jun-2019: update of information (batch is not valid) product technical compliant. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and myocardial infarction ('mild heart attack') in a 37-year-old female patient who had essure (batch no. 023827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, hypersensitivity, hyperlipidemia, asthma, blood pressure high, depression, adenomyosis, paratubal cyst, follicular cyst of ovary, obesity, acute sinusitis, allergic rhinitis, skin disorder nos, low back pain, loss of energy, wheezing, cough, chest pain, mood disorder, dermatosis, radial styloid tenosynovitis and otitis media. Concomitant products included acetylcarnitine hydrochloride (neurotin), acetylsalicylic acid (aspirin), cyclobenzaprine hydrochloride (cyclobenzaprine), estradiol, ezetimibe (zetia), furosemide (lasix), glyceryl trinitrate (nitroglycerin), hydrochlorothiazide;lisinopril (lisinopril hctz), hydrochlorothiazide;lisinopril (zestoretic), hydrochlorothiazide;losartan potassium (hyzaar), lorazepam, metoprolol, omeprazole magnesium (jamp omeprazole dr), sertraline hydrochloride (zoloft), venlafaxine hydrochloride (venlafaxine) and venlafaxine hydrochloride (venlafaxine). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia): vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia): menorrhagia"), panic attack ("psychological or psychiatric problems condition: panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain: back pain") and arthralgia ("pain: joint pain/ pain in hip"). In 2009, the patient was found to have white blood cell count increased ("infection (other) describe: my white blood count is always elevated") and weight increased ("weight gain/ loss (specify which one): weight gain") and experienced teeth brittle ("dental issues / dental problems: brittle teeth"), tooth loss ("dental problems: teeth falling out") and fatigue ("fatigue"). In 2012, the patient experienced infectious mononucleosis ("autoimmune disorder inadequate immune status- type of disorder: mononucleosis"). In 2016, the patient experienced premature menopause ("hormonal changes describe: went thru menopause at a early age"). In 2017, the patient experienced myocardial infarction (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("irregular cycles"), insomnia ("insomnia"), depression ("depression"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), infection ("infection (other) describe: always have some type of infection in body"), mental disorder ("nervous breakdown"), abdominal pain upper ("pain: stomach") and pain in extremity ("pain: legs"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, myocardial infarction, abdominal pain, dyspareunia, menstruation irregular, insomnia, depression, anxiety, premature menopause, urinary tract infection, infection, white blood cell count increased, panic attack, mental disorder, infectious mononucleosis, teeth brittle, tooth loss, dysmenorrhoea, arthralgia, fatigue and weight increased outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the back pain, abdominal pain upper and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, infection, infectious mononucleosis, insomnia, menorrhagia, menstruation irregular, mental disorder, myocardial infarction, pain in extremity, panic attack, pelvic pain, premature menopause, teeth brittle, tooth loss, urinary tract infection, vaginal haemorrhage, weight increased and white blood cell count increased to be related to essure. The reporter commented: surgery details: oophorectomy (bilateral removal of ovaries), salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic pelvic pain, dyspareunia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: white blood cell increased. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received: lot number added. New events hormonal changes describe: went thru menopause at a early age, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, infection (other) describe: always have some type of infection in body, infection (other) describe: my white blood count is always elevated, psychological or psychiatric problems condition: panic attacks, nervous breakdown, autoimmune disorder inadequate immune status- type of disorder: mononucleosis, mild heart attack, dental problems: brittle teeth, dental problems: teeth falling out (updated previous event dental disorder), dysmenorrhea (cramping), pain: joint pain, pain: joint pain/ pain in hip, pain: stomach, pain: legs, fatigue and weight gain/ loss (specify which one): weight gain were added. Reporter information added. Patient details updated. Product details updated. Medical history updated. Concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and myocardial infarction ('mild heart attack') in a 37-year-old female patient who had essure (batch no. 023827- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation from 1996 to 2004, gallbladder removal, hypersensitivity, hyperlipidemia, asthma, blood pressure high, depression, adenomyosis, paratubal cyst, follicular cyst of ovary, obesity, acute sinusitis, allergic rhinitis, skin disorder, low back pain, loss of energy, wheezing, cough, chest pain, mood disorder, dermatosis, radial styloid tenosynovitis and otitis media. Previously administered products included for birth control: birth control pills until 8-jan-2008 and birth control in 1996. Concurrent conditions included uterine fibroids. Concomitant products included acetylcarnitine hydrochloride (neurotin), acetylsalicylic acid (aspirin), cyclobenzaprine hydrochloride (cyclobenzaprin), estradiol, ezetimibe (zetia), furosemide (lasix), glyceryl trinitrate (nitroglycerin), hydrochlorothiazide;lisinopril (lisinopril hctz), hydrochlorothiazide;lisinopril (zestoretic), hydrochlorothiazide;losartan potassium (hyzaar), lorazepam, metoprolol, omeprazole magnesium (jamp omeprazole dr), sertraline hydrochloride (zoloft) and venlafaxine. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia): vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia): menorrhagia"), panic attack ("psychological or psychiatric problems condition: panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain: back pain") and arthralgia ("pain: joint pain/ pain in hip"). In 2009, the patient was found to have white blood cell count increased ("infection (other) describe: my white blood count is always elevated") and weight increased ("weight gain/ loss (specify which one): weight gain") and experienced teeth brittle ("dental issues / dental problems: brittle teeth"), tooth loss ("dental problems: teeth falling out") and fatigue ("fatigue"). In 2012, the patient experienced infectious mononucleosis ("autoimmune disorder inadequate immune status- type of disorder: mononucleosis"). In 2016, the patient experienced premature menopause ("hormonal changes describe: went thru menopause at a early age"). In 2017, the patient experienced myocardial infarction (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("irregular cycles"), insomnia ("insomnia"), depression ("depression"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), infection ("infection (other) describe: always have some type of infection in body"), mental disorder ("nervous breakdown"), abdominal pain upper ("pain: stomach"), pain in extremity ("pain: legs"), polycystic ovaries ("pcos") and autoimmune thyroiditis ("hashimoto") and was found to have weight decreased ("lost 80 pounds in last 14 months"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, myocardial infarction, abdominal pain, dyspareunia, menstruation irregular, insomnia, depression, anxiety, premature menopause, urinary tract infection, infection, white blood cell count increased, panic attack, mental disorder, infectious mononucleosis, teeth brittle, tooth loss, dysmenorrhoea, arthralgia, fatigue, weight increased and weight decreased outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the back pain, abdominal pain upper and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, autoimmune thyroiditis, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, infection, infectious mononucleosis, insomnia, menorrhagia, menstruation irregular, mental disorder, myocardial infarction, pain in extremity, panic attack, pelvic pain, polycystic ovaries, premature menopause, teeth brittle, tooth loss, urinary tract infection, vaginal haemorrhage, weight decreased, weight increased and white blood cell count increased to be related to essure. The reporter commented: surgery details: oophorectomy (bilateral removal of ovaries), salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion.. Ultrasound pelvis - on an unknown date: the uterus is anteverted, essentially of normal shape and measures 55 x 35 x 44 mm, the uterine walls have a heterogeneous echotexture. It c:ontains in the left wall an intramural leiomyoma which measures 16 x 12 x 13 mm endometrial thickness, total 4 mm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic pelvic pain, dyspareunia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: white blood cell increased,dyspareunia,pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " pcos, hashimoto and lost 80 pounds in last 14 months" was added, reporter information was added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), menstruation irregular ("irregular cycles"), tooth disorder ("dental issues"), insomnia ("insomnia"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menstruation irregular, tooth disorder, insomnia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, insomnia, menstruation irregular, pelvic pain and tooth disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.